Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 2-1 pocket had failed. A field service engineer troubleshot the device, was not able to duplicate the issue, but reseated all cables and connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred, and the system failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.